Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device presented with noise on the ventricular channel. The noise was recorded on the stored egms, which was classified as vf. Charging for hv therapy was initiated but therapy was never delivered. It was later discovered that the lead was fractured near the header. The lead was capped.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.